Event description:
It was reported that when the device was used during a sigmoid resection, the staple line was un-approximated with air bubbles coming from anastamosis during leak test. Surgeon completed the case with hand suture.